Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The lens was returned in a micro centrifuge vial with some moisture present on it. Visual inspection found no visible damage to the lens. (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens diopter -12.0/+1.0/x072, into the patient's left eye (os) on (B)(6) 2017. On (B)(6) 2017, the lens was exchanged with a shorter lens due to excessive vault. The problem was resolved.